Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, it was reported that the bipolar energy was not firing from the switch pedal on surgeon side console (ssc). The customer did not hear the activation tone from erbe and monopolar activation energy worked fine from switch pedal on ssc1. The surgeon decided to move on the second console that had already been connected to the system, and to proceed with procedure. The technical support engineer (tse) checked the system logs, no related errors verified in the logs. The procedure was completed as planned with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed service on the system with no parts replaced. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.